Event description:
The customer reported sparking and burn marks on the pt's chest after an unsuccessful attempts to defibrillate a pt diagnosed with an myocardial infarction. On subsequent attempts to defibrillate the pt, the defibrillator did not discharge. The pt expired.